Event description:
On (B)(6) 2013, intuitive surgical inc. (Isi) received (B)(4) from the FDA via mail. Based on the report, the site alleged that a mega needle driver instrument malfunctioned. On (B)(6) 2013, a follow-up contact was made between an isi regulatory complaints analyst and the site. The reporter clarified that the instrument had a broken cable at the distal end and the wires were all frayed. The reporter denied that there was any harm, injury, or adverse outcome to a patient because of the alleged issue.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.